Manufacturer narrative:
The device will not be returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient in (B)(6) was admitted to the hospital due to an infection post a trial procedure. The patient was given antibiotics therapy. The leads were explanted. Follow up report indicated that the patient was responding well to hf10 therapy prior to the infection. Permanent implant is planned after the patient is recovered from the infection.